Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding(vaginal,menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal)") in a 37-year-old female patient who had essure (batch no. B97496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure implant date: (B)(6) 2014, thermachice : (B)(6) 2014". The patient's concurrent conditions included pelvic pain, dysmenorrhea, endometriosis, menorrhagia, ovarian cyst, tension headache (present (every now and then)) since 2009, vaginal hemorrhage (not recovered prior to essure) since (B)(6) 2014 and menorrhagia (not recovered prior to essure) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month after insertion of essure, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain even when not menstruating"), vaginal discharge ("vaginal discharge"), rash ("rash/rashes or skin conditions type: very random, on arms, legs and lower stomach, chest and back of neck"), fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuation/weight gain / loss (specify which one)"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2015, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping, even when not menstruating"), abdominal pain lower ("lower abdominal, even when not menstruating"), back pain ("lower back pain, even when not menstruating"), dental caries ("tooth decay"), gingival pain ("painful gums"), gingival erythema ("reddening of gums"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("ovarian cysts"), adenomyosis ("uterine endometriosis"), endometriosis ("ovarian endometriosis"), mental impairment ("brain fog"), memory impairment ("forgetfulness"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), fungal infection ("chronic yeast infections"), vaginal infection ("chronic vaginal infections") and pruritus ("itching"). The patient was treated with axotal (fioricet), ibuprofen (motrin), para-seltzer (excedrin), diphenhydramine hydrochloride (benadryl), hydrocortisone, fluconazole (diflucan), miconazole nitrate (monistat), surgery (bilateral salpingectomy/oophorectomy and a total hysterectomy), surgery (dilation and curettage, thermachoice ablation on (B)(6) 2014) and surgery (salpingectomy and oophorectomy during which her left fallopian tube and ovary were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, dental caries, gingival pain, gingival erythema, dysgeusia, ovarian cyst, adenomyosis, endometriosis, mental impairment, memory impairment, migraine, headache, fungal infection, vaginal infection, vaginal discharge, dyspareunia, rash, pruritus, alopecia, fatigue, weight fluctuation and tooth disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, gingival erythema, gingival pain, headache, memory impairment, menorrhagia, mental impairment, migraine, ovarian cyst, pelvic pain, pruritus, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: she is now also experiencing symptoms associated with menopause, including depression and fatigue. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Salpingo-oophorectomy (left side) and left salpingectomy on (B)(6) 2016. Total hysterectomy, right salpingectomy and salpingo-oophorectomy (right side) on (B)(6) 2016. Most of my post-essure symptoms have remained. Before the essure, I would only get migraines once a month. Since the implant, I have daily headaches that frequently turn into migraines. Have remained. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes an ultrasound ordered as part of this visit revealed a cyst on left ovary, and that her left tube was folded in such a way as to dangerously interfere with her blood flow. The results of this ultrasound prompted to rush into surgery. (B)(6) 2014 : operative report: she was taken to the operating room, essure device was introduced and successfully placed bilaterally, one on each ostia in typical fashion without difficulty. After this, thermachoice device was hooked up, primed in appropriate fashion after this, the procedure was completed. All instruments were removed concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,dysmenorrhea, menorrhagia, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding(vaginal,menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal)") in a 37-year-old female patient who had essure (batch no. B97496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure implant date: (B)(6)2014, thermachice : (B)(6)2014". Medical conditions: *an ultrasound ordered as part of this visit revealed a cyst on left ovary, and that her left tube was folded in such a way as to dangerously interfere with her blood flow. The results of this ultrasound prompted to rush into surgery. (B)(6)2014 : operative report: she was taken to the operating room, essure device was introduced and successfully placed bilaterally, one on each ostia in typical fashion without difficulty. After this, thermachoice device was hooked up, primed in appropriate fashion after this, the procedure was completed. All instruments were removed. Concurrent conditions included pelvic pain, dysmenorrhea, endometriosis, menorrhagia, ovarian cyst, tension headache (present (every now and then)) since 2009, vaginal hemorrhage (not recovered prior to essure) since (B)(6)2014, menorrhagia (not recovered prior to essure) since (B)(6)2014 and overweight. Concomitant products included alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) and ethinylestradiol;levonorgestrel (ovral-lo). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain even when not menstruating"), vaginal discharge ("vaginal discharge"), rash ("rash/rashes or skin conditions type: very random, on arms, legs and lower stomach, chest and back of neck") and fatigue ("chronic fatigue") and was found to have weight increased ("weight gain"), 1 month after insertion of essure. On (B)(6)2015, the patient experienced dyspareunia ("painful intercourse"). On (B)(6)2015, the patient experienced alopecia ("hair loss"). On (B)(6)2016, the patient experienced tooth fracture ("dental problem broken tooth"). On an unknown date, the patient experienced abdominal pain ("severe abdominal cramping, even when not menstruating"), abdominal pain lower ("lower abdominal, even when not menstruating"), back pain ("lower back pain, even when not menstruating"), dental caries ("tooth decay"), gingival pain ("painful gums"), gingival erythema ("reddening of gums"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("ovarian cysts"), adenomyosis ("uterine endometriosis"), endometriosis ("ovarian endometriosis"), mental impairment ("brain fog"), memory impairment ("forgetfulness"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), fungal infection ("chronic yeast infections"), vaginal infection ("chronic vaginal infections"), pruritus ("itching"), uterine polyp ("uterian polyp") and anxiety ("anxiety"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), caffeine;paracetamol (excedrin), diphenhydramine hydrochloride, fluconazole (diflucan), hydrocortisone, miconazole nitrate (monistat), , surgery (bilateral salpingectomy/oophorectomy and a total hysterectomy, dilation and curettage, thermachoice ablation on (B)(6)2014 and salpingectomy and oophorectomy during which her left fallopian tube and ovary were removed) and root canal core, crown. Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, dysgeusia, fungal infection, vaginal discharge, rash, alopecia, fatigue and tooth fracture had resolved, the menorrhagia, vaginal haemorrhage, abdominal pain, abdominal pain lower, dental caries, gingival pain, gingival erythema, ovarian cyst, adenomyosis, endometriosis, mental impairment, memory impairment, vaginal infection, pruritus, uterine polyp and anxiety outcome was unknown and the migraine, headache, dyspareunia and weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, gingival erythema, gingival pain, headache, memory impairment, menorrhagia, mental impairment, migraine, ovarian cyst, pelvic pain, pruritus, rash, tooth fracture, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she is now also experiencing symptoms associated with menopause, including depression and fatigue. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Salpingo-oophorectomy (left side) and left salpingectomy on (B)(6)2016. Total hysterectomy, right salpingectomy and salpingo-oophorectomy (right side) on (B)(6)2016. Most of my post-essure symptoms have remained. Before the essure, I would only get migraines once a month. Since the implant, I have daily headaches that frequently turn into migraines. Current weight 130.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: confirming full occlusion of fallopian tubes. Results: bicornuate uterine morphology with satisfaction placement of bilateral essure devices. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,dysmenorrhea, menorrhagia, medical device monitoring error, ovarian cyst, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: social media received- new events added: uterine polyp, anxiety were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding(vaginal,menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal)") in a 37-year-old female patient who had essure (batch no. B97496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure implant date: (B)(6) 2014, thermachice : (B)(6) 2014". The patient's concurrent conditions included pelvic pain, dysmenorrhea, endometriosis, menorrhagia, ovarian cyst, tension headache (present (every now and then)) since 2009, vaginal hemorrhage (not recovered prior to essure) since (B)(6) 2014 and menorrhagia (not recovered prior to essure) since (B)(6) 2014. Concomitant products included alprazolam (xanax) and obetrol (adderall). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month after insertion of essure, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain even when not menstruating"), vaginal discharge ("vaginal discharge"), rash ("rash/rashes or skin conditions type: very random, on arms, legs and lower stomach, chest and back of neck"), fatigue ("chronic fatigue") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced tooth fracture ("broken tooth"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping, even when not menstruating"), abdominal pain lower ("lower abdominal, even when not menstruating"), back pain ("lower back pain, even when not menstruating"), dental caries ("tooth decay"), gingival pain ("painful gums"), gingival erythema ("reddening of gums"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("ovarian cysts"), adenomyosis ("uterine endometriosis"), endometriosis ("ovarian endometriosis"), mental impairment ("brain fog"), memory impairment ("forgetfulness"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), fungal infection ("chronic yeast infections"), vaginal infection ("chronic vaginal infections") and pruritus ("itching"). The patient was treated with axotal (fioricet), ibuprofen (motrin), para-seltzer (excedrin), diphenhydramine hydrochloride (benadryl), hydrocortisone, fluconazole (diflucan), miconazole nitrate (monistat), surgery (bilateral salpingectomy/oophorectomy and a total hysterectomy), surgery (dilation and curettage, thermachoice ablation on (B)(6) 2014), surgery (dilation and curettage, thermachoice ablation on 30-sep-2014), surgery (salpingectomy and oophorectomy during which her left fallopian tube and ovary were removed) and alternative therapy (root canal core, crown). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, dysgeusia, fungal infection, vaginal discharge, rash, alopecia, fatigue and tooth fracture had resolved, the menorrhagia, vaginal hemorrhage, abdominal pain, abdominal pain lower, dental caries, gingival pain, gingival erythema, ovarian cyst, adenomyosis, endometriosis, mental impairment, memory impairment, vaginal infection and pruritus outcome was unknown and the migraine, headache, dyspareunia and weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, gingival erythema, gingival pain, headache, memory impairment, menorrhagia, mental impairment, migraine, ovarian cyst, pelvic pain, pruritus, rash, tooth fracture, vaginal discharge, vaginal hemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she is now also experiencing symptoms associated with menopause, including depression and fatigue. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Salpingo-oophorectomy (left side) and left salpingectomy on (B)(6) 2016. Total hysterectomy, right salpingectomy and salpingo-oophorectomy (right side) on (B)(6) 2016. Most of my post-essure symptoms have remained. Before the essure, I would only get migraines once a month. Since the implant, I have daily headaches that frequently turn into migraines. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes an ultrasound ordered as part of this visit revealed a cyst on left ovary, and that her left tube was folded in such a way as to dangerously interfere with her blood flow. The results of this ultrasound prompted to rush into surgery. (B)(6) 2014 : operative report: she was taken to the operating room, essure device was introduced and successfully placed bilaterally, one on each ostia in typical fashion without difficulty. After this, thermachoice device was hooked up, primed in appropriate fashion after this, the procedure was completed. All instruments were removed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain,dysmenorrhea, menorrhagia, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: pfs received: the reported event dental problems was updated to broken tooth; the reported event weight fluctuation was updated to weight gain. Outcome of weight gain, headache, migraine, dyspareunia was changed to recovering / resolving. The outcome of pelvic pain, back pain, dysmenorrhoea, vaginal discharge, fungal infection, tooth fracture, dysgeusia, alopecia, rash, fatigue was changed to recovered / resolved. Concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding(vaginal,menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal)") in a 37-year-old female patient who had essure (batch no. B97496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure implant date: (B)(6) 2014, thermachice : (B)(6) 2014". The patient's concurrent conditions included pelvic pain, dysmenorrhea, endometriosis, menorrhagia, ovarian cyst, tension headache (present (every now and then)) since 2009, vaginal hemorrhage (not recovered prior to essure) since (B)(6) 2014 and menorrhagia (not recovered prior to essure) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month after insertion of essure, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain even when not menstruating"), vaginal discharge ("vaginal discharge"), rash ("rash/rashes or skin conditions type: very random, on arms, legs and lower stomach, chest and back of neck"), fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuation/weight gain / loss (specify which one)"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2015, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping, even when not menstruating"), abdominal pain lower ("lower abdominal, even when not menstruating"), back pain ("lower back pain, even when not menstruating"), dental caries ("tooth decay"), gingival pain ("painful gums"), gingival erythema ("reddening of gums"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("ovarian cysts"), adenomyosis ("uterine endometriosis"), endometriosis ("ovarian endometriosis"), mental impairment ("brain fog"), memory impairment ("forgetfulness"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), fungal infection ("chronic yeast infections"), vaginal infection ("chronic vaginal infections") and pruritus ("itching"). The patient was treated with axotal (fioricet), ibuprofen (motrin), para-seltzer (excedrin), diphenhydramine hydrochloride (benadryl), hydrocortisone, fluconazole (diflucan), miconazole nitrate (monistat), surgery (bilateral salpingectomy/oophorectomy and a total hysterectomy), surgery (dilation and curettage, thermachoice ablation on (B)(6) 2014) and surgery (salpingectomy and oophorectomy during which her left fallopian tube and ovary were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, dental caries, gingival pain, gingival erythema, dysgeusia, ovarian cyst, adenomyosis, endometriosis, mental impairment, memory impairment, migraine, headache, fungal infection, vaginal infection, vaginal discharge, dyspareunia, rash, pruritus, alopecia, fatigue, weight fluctuation and tooth disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, gingival erythema, gingival pain, headache, memory impairment, menorrhagia, mental impairment, migraine, ovarian cyst, pelvic pain, pruritus, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: she is now also experiencing symptoms associated with menopause, including depression and fatigue. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Salpingo-oophorectomy (left side) and left salpingectomy on (B)(6) 2016. Total hysterectomy, right salpingectomy and salpingo-oophorectomy (right side) on (B)(6) 2016. Most of my post-essure symptoms have remained. Before the essure, I would only get migraines once a month. Since the implant, I have daily headaches that frequently turn into migraines. Have remained. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-feb-2015: confirming full occlusion of fallopian tubes an ultrasound ordered as part of this visit revealed a cyst on left ovary, and that her left tube was folded in such a way as to dangerously interfere with her blood flow. The results of this ultrasound prompted to rush into surgery. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Reporter information and patient demographic updated. Product lot number b97496 added. Event dental problems and vaginal bleeding added. On 27-feb-2018: updated plaintiff fact sheet received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain even when not menstruating"), abdominal pain ("severe abdominal cramping, even when not menstruating"), abdominal pain lower ("lower abdominal, even when not menstruating"), back pain ("lower back pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding"), dental caries ("tooth decay"), gingival pain ("painful gums"), gingival erythema ("reddening of gums"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("ovarian cysts"), adenomyosis ("uterine endometriosis"), endometriosis ("ovarian endometriosis"), mental impairment ("brain fog"), memory impairment ("forgetfulness"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), fungal infection ("chronic yeast infections"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rash"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (unilateral salpingectomy/oophorectomy and right salpingectomy/oophorectomy, a total hysterectomy). At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, menorrhagia the patient was treated with surgery (dilation and curettage), dental caries, gingival pain, gingival erythema, dysgeusia, ovarian cyst, adenomyosis, endometriosis, mental impairment, memory impairment, migraine, headache, fungal infection, vaginal infection, vaginal discharge, dyspareunia, rash, pruritus, alopecia, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, gingival erythema, gingival pain, headache, memory impairment, menorrhagia, mental impairment, migraine, ovarian cyst, pelvic pain, pruritus, rash, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: immediately thereafter, underwent a unilateral salpingectomy and oophorectomy, during which her left fallopian tube and ovary were removed. A short time later, on (B)(6) 2016, she had a right salpingectomy and oophorectomy, as well as a total hysterectomy, during which her uterus, cervix, and right fallopian tube and ovary were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. She is now also experiencing symptoms associated with menopause, including depression and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes an ultrasound ordered as part of this visit revealed a cyst on left ovary, and that her left tube was folded in such a way as to dangerously interfere with her blood flow. The results of this ultrasound prompted to rush into surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.